Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 28 x 2.25 promus premier¿ was advanced but failed to cross the lesion. The device was again reinserted and advanced in combination with a guidezilla¿ guide extension catheter but still could not cross the lesion. The device was removed and it was noted that the stent was lifted up. Changes in the tip part of the guidezilla was noted and was exchanged with a non-bsc guide extension catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the crimped stent found stent struts appeared slightly expanded however, the crimped stent outer diameter was within the maximum crimped stent profile measurement. No issues were noted upon visual examination of the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Multiple kinks were found along the full catheter length upon visual and tactile examination. This type of damage is consistent with excessive force being applied to the delivery system. No issues were found on the shaft polymer extrusion. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 28 x 2.25 promus premier¿ was advanced but failed to cross the lesion. The device was again reinserted and advanced in combination with a guidezilla¿ guide extension catheter but still could not cross the lesion. The device was removed and it was noted that the stent was lifted up. Changes in the tip part of the guidezilla was noted and was exchanged with a non-bsc guide extension catheter. The procedure was completed with another of the same device. No patient complications were reported.